Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy testing by under infusing. The volume to be infused was set at 20ml which the device delivering 15 to 18 ml. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , failed flow rate test low, was reproduced . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the history log revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing .both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. The reported condition was verified. The cause of the condition was determined to be pressure plate out of adjustment. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.